Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction (needle never retracted), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose, carbohydrate intake and insulin history is as follows. At 12:59 pm the pod was deactivated and then he realized the needle did not retrack back into the pod. There was no pain noted during pod wear.